Event description:
It was reported that the large pointer stopped working during a MRI guided excision biopsy of a brain tumor. This caused a 1 hour and 45 minute delay requiring additional anesthesia. The use of navigation was aborted and the case was completed successfully . There were no other adverse consequences.

Manufacturer narrative:
The reported event is unable to be confirmed because the device will not be returned by the user facility. The root cause is unable to be determined. Device not returned for investigation.